Manufacturer narrative:
The returned device was evaluated. During evaluation the device turned on with a black screen and the keypad flashed six times due to a defective core board. The customer complaint of the device powering off by itself was unable to be confirmed. The core board was replaced and the device functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other): the initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). The initial customer address exceeded maximum allowable digits, address is as follows: (B)(6).

Event description:
It was reported that radical 7 touch screen powering off it self suddenly. No known impact or consequence to patient.